Event description:
It was reported that the ventilator displayed high peep. Even though the peep was set at 8 and 5, the measured peep was 14 which caused two patients to have severe dyspnea. The patients were bag mask ventilated.